Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient was admitted to the hospital with right subtrochanteric fracture of femur due to a fall injury. On (B)(6) 2021, the patient underwent closed reduction and internal fixation. X-ray taken on (B)(6) 2021 reveled that one nail head was retracted, and the patient complained of pain and discomfort at the tail of the nail. The patient was readmitted to the hospital for internal fixation adjustment on (B)(6) 2021. The two screws were removed and replaced with femoral mode locking device. No additional information could be provided. This report is for one (1) 6.5mm ti recon screw with t25 stardrive 90mm-sterile. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . H3, h4, h6: part: 04.003.028s, lot: 2l86966, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18 december 2018, expiration date: 01 december 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile, part: 04.003.028, lot: 2l58699. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.